Manufacturer narrative:
Occupation: occupation is lay user/patient. (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 8.0 inr and 30 minutes later the laboratory result was 2.58 inr. It was noted that the patient has a coagulation disorder that sometimes is not measurable with coaguchek. He is informed about that and being monitored regularly at the hospital. The patients therapeutic range is 2.5-3.5 inr and tests every 4 weeks at the doctors. There was no allegation that an adverse event occurred.